Event description:
Customer's spouse reported hospitalization due to high blood glucose. The insulin pump alarmed no delivery and during the prime process. The blood glucose reading at the time of the event was 460 mg/dl. Caller stated that the insulin pump is not working. Customer was vomiting and lethargic. Hospital treated treated with insulin drip. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.